Manufacturer narrative:
A4-a6:unk. H6: off-label - age<21. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -7.5/1.0/080 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Surgical addition of new pl was performed. On (B)(6)2 023, the lens was removed and smaller length lens was implanted. The problem was resolved. Cause of the event is unknown.